Manufacturer narrative:
This report is submitted on september 13, 2019.

Event description:
Per the clinic, the patient developed an ongoing infection at the implant site, resulting in a wound breakdown and subsequent extrusion of the receiver stimulator. The issue could not be resolved and the device was explanted on (B)(6) 2019. The electrode array was left insitu inorder to preserve the cochlea for future implantation once the site is healed.

Manufacturer narrative:
This report is submitted on 25 october 2019.